Event description:
Report received that the pump "will not infuse." The pump was retuned to the pharmacy department with an unsigned note that stated, "will not infuse." There were no reports of any adverse pt events while the pump was in clinical use.